Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when stapling along the upper part of greater curvature of stomach on a laparoscopic sleeve gastrectomy, the whole staple line bled. The surgeon had to use clips from the greater curvature of the stomach up to the fundus to stop the bleeding. There was no patient injury.